Event description:
The physician intended to implant a 3.0 x 18 mm resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in a patient. It was reported that the balloon of the device failed to inflate. The device was returned to the manufacturing facility and a leak was detected on the shaft of the device. No clinical sequelae were reported.

Event description:
Device evaluation: the device failed to inflate when pressurized. A small longitudinal tear was located approximately 3mm proximal to the balloon bond. The tear was located in a longitudinal scratch that measured 14mm in length and started 2mm proximal to the balloon bond. The stent was positioned between the marker bands as per specifications and was not damaged.

Manufacturer narrative:
Evaluation, results and conclusion: (root cause cannot be determined - device investigation is ongoing). No conclusion can be drawn. (B)(4).

Manufacturer narrative:
Evaluation, results: (root cause cannot be determined).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.